Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height drawer 5 had malfunctioned. A field service engineer (fse) inspected and revealed a missing inseparable open and close sensor magnet, which was located and reinstalled in the hasp. The drawer was successfully recovered. The fse then replaced the right lock on the main back cover and replaced the inseparable on full height drawer 5. All components were tested in the hardware test application with passing results. After a system reboot, the application was launched, and the customer completed drawer testing and inventory validation, all of which passed. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the full-height drawer did not register as closed, and the closure indicator light was not illuminated. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.